Manufacturer narrative:
An event of stroke was reported. Information from the field indicated that the patient suffered a focal ischemic stroke within 4 days of the implant procedure. There were no deployment or retraction difficulties noted during the procedure. It was also noted that the physician is not certain what the cause of the stroke was, although it is possibly related to the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor valve was successfully implanted in a patient. There were no deployment/retraction difficulties noted during the procedure. On (B)(6) 2024, it was confirmed via computed tomography scan, that the patient had suffered a focal ischemic stroke. It was also noted that the patient had loss of strength in their left arm that was transient but lasted a few days. The patient did not experience any permanent injury or disability due to this event. No intervention or treatment was performed for the stroke. The patient was discharged on (B)(6).